Event description:
According to the information the introducer broke.

Manufacturer narrative:
According to the available information, the tip of the introducer broke off during surgery. Additional information received from the physician indicated that the tip of the introducer was recovered during the surgery and the patient is doing well. The introducer and tip were both returned for evaluation. Examination of the product confirmed the complaint as reported.